Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that the patient experienced telemetry issue. The patient was recently implanted. They had difficulty getting coupling with the recharger. They were able to connect but were not able to get coupling bars. There was swelling at the pocket area. The reporter ran an antenna locate feature with the patient and they got the following numbers: 72 or 74-74-74 with a second charger the numbers were 54-54-54. The patient¿s charger did not seem to be changing numbers and was slower than the manufacturing representative¿s recharger to provide the readings. The patient¿s pocket still had staples from surgery that had not been removed. The reporter confirmed that it appeared as though the antenna locate feature on the patient programmer was working but it would not detect the patient¿s implantable neurostimulator (ins). Later it was reported that the manufacturing representative was to see the patient on (B)(6) 2015 to see if the swelling had gone down. They were also going to take pictures to confirm that the battery had not flipped. The device was turned off because it was at 25 percent. Later it was reported that the battery had not flipped and interventions taken to resolve the issue included a pocket revision. The patient could not charge normally or receive effective therapy. Later it was reported that they were unable to communicate with the recharging system and implant. Both the patient programmer and physician programmer work without any problem. They had tried 3 recharging systems and were still not able to communicate. The manufacturing representative was doing a c-arm check of the implant. There was not a lot of swelling and the implant was not that superficial. The manufacturing representative could not tell how deep it was in the pocket. The ins site was still tender from the surgical implant procedure. The manufacturing representative later clarified that the recharger only got 0 coupling bars and it was able to communicate and maybe once they saw 2 coupling bars. They would get the same results no matter what recharger they were using. The patient¿s device was in the left buttock. The patient was getting good stimulation but they had to turn to implant off because it was at 25 percent so the patient had been without stimulation. Later it was reported that they had to remove the battery and replace it. The manufacturing representative could feel the battery under the incision site. Later it was reported that the patient had not recovered and they could not recharge the battery. The patient could feel the stimulation in the area but could not recharge the battery. Later it was reported that they were getting ready for the operating room to replace the ins. The swelling had subsided and the patient continued to get no coupling bars. When revising the ins a lot of fluid came out of the pocket maybe 40 cc of seroma. The depth was greater than 1 cm. The pocket depth had been thinned and drained. Prior to closing the incision the charger was brought on the field in sterile sleeve. All 8 coupling bars were achieved. They went through several attempts successfully including allowing the charger to run through 3 self-test cycles. The same ins was implanted and the device was not replaced.